Event description:
It was initially reported that the patient had increased pain with stimulation on. The event was attributed to the lead. There were no abnormal impedances. X-ray was performed, but results not provided. Reprogramming was attempted, but was unsuccessful. In follow up reporting, it was reported that on (B)(6) 2012, the patient underwent revision surgery. The physician performed replacement on bilateral percutaneous leads. The patient outcome was good. At the patient's post op visit, the patient was getting good pain reduction in most areas. The patient wanted to work on reprogramming for coverage in other areas. See also manufacturer's report # 3004209178-2012-01700.

Manufacturer narrative:
(B)(4). Programmer model # 37743 lot # nke136277n; lead model # 39565-65 lot # v348920004 implanted (B)(6) 2009 explanted unknown; lead model # 3777-45 lot # v336233016 implanted (B)(6) 2009 explanted (B)(6) 2012; neurostimulator model # 37712 lot # nkf718064h implanted (B)(6) 2009 explanted unknown; recharger model # 37752 lot # nka132862n; lead model # 3777-45 lot # v365394027 implanted (B)(6) 2009 explanted (B)(6) 2012.